Event description:
The device was used during a thoracoscopic partial lung resection. Reportedly, the instrument was difficult to close and did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.